Event description:
A pt reported blood glucose results of "200 and 150 mg/dl" with a lifescan meter, performed within 10 mins of each other. A potential malfunction of the meter in terms of precision.